Event description:
Avanos medical inc. Received a single report that referenced two different incidences, which were associated with separate units, involving two different patients. This is the first of two reports. Refer to 9611594-2022-00004 for the second report. It was reported that there was a leakage in the cuff membrane. The cuff was tested prior to placing in the patient and no issues were noted. The device had been in place for two days. Per additional information received 30 dec 2021 the patient's condition after the incident was "as fine as can be." No further information has been provided at this time.

Manufacturer narrative:
The sample is reported to be available, but has not yet been received by the manufacturer. The device history record for lot 20045963 was reviewed and the product was produced according to product specifications. All information reasonably known as of 14 jan 2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4).